Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of trocar blade was bent before surgery. The procedure type was unknown. The surgery was completed on the same day. There was no patient involvement.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened trocar handle/blade assembly was received for the report. The returned sample was visually inspected and was found to be nonconforming with bent tip. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The returned sample is visually non-conforming with the bent tip; therefore, a trocar bent tip when opened, was confirmed; however, how and when the trocar blade tip became bent could not be determined. Most likely root cause is handling during placement of the cap onto the trocar handle blade assembly. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. However, a nonconformance has been initiated to determine root cause of the trocar bent tip. All trocar blades are 100% inspected. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).